Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft . Medical device: model #: 1125/ catalog #: 1125/ expiration date: 28-feb-2022 / lot #: 1311872, UDI #: (B)(4). Device available for evaluation? No. Device: mfg date: 28-feb-2017. Labeled for single use? Yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with acute heart failure symptoms, including volume overload. The patient was admitted and a diagnostic work-up showed the patient had an abscess compressing the ventricular assist device (vad) outflow graft. The patient had a port-a-cath and was on intravenous (IV) milrinone for right ventricular dysfunction. It was noted that the international normalized ratio (inr) was subtherapeutic. The patient was not a surgical candidate, the vad was turned off, and the patient expired.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional adverse event experienced by the patient - h6 patient codes (ime/annex e), device codes (fdd/annex a), eval code result (fdr/annex c), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) and the associated outflow graft (lot 1311872) were not returned for evaluation. Review of the available autolog report revealed a decrease in power consumption and estimated flow starting (B)(6) 2020, leading to parameters below normal operating range; however, no alarms were logged within analyzed period. Information provided by the site revealed that the patient presented to the hospital with acute heart failure symptoms, including volume overload. The patient was admitted and a diagnostic work-up showed the patient had an abscess compressing the vad outflow graft. The patient had a port-a-cath which became infected and was on intravenous (IV) milirone for right ventricular dysfunction. It was noted that the international normalized ratio (inr) was subtherapeutic. However, the patient was not a surgical candidate, the vad was turned off, and the patient expired. The reported compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, poor vad filling, and/or thrombus at the inflow cannula/outflow graft. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the patient¿s death, the patient¿s port-a-cath became infected, and the patient was bacteremic since.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Product event summary: the pump and associated outflow graft were not returned for evaluation. Review of the available autolog report revealed a decrease in power consumption and estimated flow starting (B)(6) 2020, leading to parameters below normal operating range; however, no alarms were logged within analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that imaging revealed an abscess compressing the outflow graft. However, the reported compression event could not be confirmed due to insufficient evidence. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, poor vad filling, and/or thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.